Event description:
User received a discrepant tnt result for one sample. The sample initially resulted as 0.035 ng/ml and repeated as 0.022 ng/ml and 0.035 ng/ml. The discrepant result was not reported. Patient was not affected. Although the field service representative could not determine a cause, he noted a possible issue with fibrin or a bubble in the sample. Performance tests were performed, and within specification.